Event description:
Carestream field engineer replaced the battery pack and found black residue in the compartment. He also found that one of the batteries in the pack had cracked. Customer was unaware of the incident. He also noted a small burn hole in the case. The issue did not result in an injury to any person.

Manufacturer narrative:
The root cause of the issue was assessed to be an internal short in the battery. The issue was resolved by replacing the battery pack.